Event description:
It is reported by pt's counsel that he underwent left to total hip replacement in 1993. Post-operatively, the pt experienced pain and was revised in 2003, wherein loosening of the acetabular component and osteolysis were noted and the acetabular shell, liner, and femoral head were exchanged.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.